Event description:
There was an allegation of questionable creatinine plus ver.2 results for multiple patient samples on a cobas 8000 cobas c 701 module. The customer provided an example of discrepant results for 1 patient sample. The initial result was 3.22 mg/dl. The sample was repeated on another analyzer and the result was 1.87 mg/dl.

Manufacturer narrative:
The reagent lot number is 91676401 and the expiration date is 31-jul-2026. The calibration and qc recovery data was within specification. The alarm trace showed multiple sample short, abnormal aspiration, and abnormal temperature alarms. The field service engineer (fse) found that the reagent pipette washing station was not performing the cleaning cycle efficiently. The fse made adjustments at the washing station, carry-over checks were performed, and qc was performed successfully. The service maintenance actions performed by the fse resolved the issue.